Manufacturer narrative:
Three random sealed reservoirs were inspected and no anomalies were noted. Testing was performed and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the reservoir. The customer's blood glucose was 425 mg/dl. The customer stated that when she first opens the reservoir package, the blue transfer guard and the reservoir connection was very loose. Troubleshooting was done. The customer stated that the issue was with the snap cap and that it did not click in as it should have. Advised that replacement reservoirs would be sent. Nothing further reported.